Event description:
It was reported that the 9800 a system collimator shut down during a case. The 9800 system had to be rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and the x-ray on lamp were replaced during the service call. The system was tested and found to be working as intended and put back into service.